Manufacturer narrative:
Lot vyub (2): manufacture date 22 june 2022, device returned 29 september 2022

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with an unknown surgical delay and no adverse consequence to a patient.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative yukon polyaxial screw fracture. The associated procedure was completed successfully with an unknown surgical delay and no adverse consequence to a patient.

Manufacturer narrative:
Lot vyub (2): device returned 29 september 2022.